Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister was not working adequately. Had to remove the co2 filter to get enough flow. The surgeon could not adjust the mist amount. The same device was used to complete the procedure without the filter. The hospital did not report any patient effects. The device was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).